Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected error test and displacement test due to blank display. The pump had minor scratched lcd window, cracked lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump turned off and stopped working. The customer's blood glucose level was 372 mg/dl. It also reported that after insertion of new battery insulin pump turned on. The customer will return insulin pump for analysis.